Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of inflow and outflow cannula thrombosis could not be confirmed through this evaluation as no images were provided for analysis and the device was not returned for evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of gastrointestinal bleeding (gib) as well as the patient outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow events; however, a specific cause for these events could not be conclusively determined through this evaluation. According to the account, the low flow events were caused by gib and pump thrombosis. It was noted that the alarms dated back to 01may2022 per log file interrogation. The patient experienced chest pain and intermittent dizziness secondary to anxiety when they heard the alarm. The submitted log file contained data from 01may2022 through 17may2022, per the timestamps. Multiple low flow hazard events were captured between 02may2022 and 16may2022. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The death was considered to be related to the pump thrombosis and the device reportedly did not operate as expected. The account stated that the device will not be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿ lists adverse events that may be associated with the use of the heartmate ii lvas, including device thrombosis and bleeding. This section also addresses all pump parameters, including flow. Section 4 of the IFU, ¿system monitor¿, explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate ii lvas, outlines indications of thrombus, and states how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. Additionally, this section describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room with low flows on (B)(6) 2022. Interrogation of the device indicated low flow alarms back to (B)(6) 2022. The log file captured some intermittent low flows throughout the log with them being more frequent the days leading up to the emergency room. The cause of the low flow alarms was determined to be due to gastrointestinal bleed and inflow and outflow canula pump thrombosis. The patient experienced intermittent dizziness and chest pain secondary to anxiety. The low flows were in a persistent state on (B)(6) 2022 which resulted in the need for emergent extracorporeal membrane oxygenation (ECMO). The patient coded prior to being placed on ECMO but was successfully placed on support. The patient passed away (B)(6) 2022 from cardiogenic shock.